Manufacturer narrative:
The company representative examined the system, confirmed the customer's reported event, replaced the solenoid spacers, and performed preventive maintenance. The system was then tested and met product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the customer's reported event is attributed to nonconforming solenoid spacers. An internal investigation was opened to address the issue of system message "vent valve failed closed" caused by nonconforming solenoid spacers. (B)(4).

Event description:
A hospital representative reported that a system message occurred that could not be cleared. The event occurred during set up, and the scheduled case was cancelled. One patient had received a local anesthetic block and dilating drops in preparation for surgery. Additional information received indicated that there was no harm to the patient.